Event description:
The device was being to monitor a pt, condition unk. Reportedly the monitor was printing a recorder strip when the defibrillator was discharged. The defibrillation discharge allegedly resulted in a momentary loss of power to the monitor. Proper operation was immediately restored and treatment continued. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.

Manufacturer narrative:
D.10 lifepak 8 defibrillator catalog #: 802700-16. Serial # 6541. Section h: the reported malfunction of a momentary loss of power during defibrillation discharge was not confirmed or duplicated. However during testing the device would not power up at any time. The customer has not made a decision to repair the device and return it to use.